Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). One used outlook pump IV set, without packaging, was received for eval. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed at the piston area of the distal ultrasite valve. The ultrasite valve that leaked was then cut apart. It was observed that the snap ring was not present inside the valve which prohibited the piston from closing properly. As part of the investigation into this occurrence, the snap ring verification stations on the assembly machines were inspected and were verified to be operating properly. Based on the results of this investigation, the most likely potential causes of this occurrence were attributed to the snap ring sensor not being aligned or the height gauge check probe not properly aligned during tester set-up. Subsequently, corrective actions have been taken to ensure these potential causes have been addressed. This included adding an instruction and check list at machine set-up to verify the snap ring height check sensor in order to ensure proper alignment of the loading station and height gauge. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #2: reports, the sets leaked at the middle y-site while infusing chemo, resulting in a chemo spill. There was no pt injury. Two sets were involved; only one set was saved as a sample.